Manufacturer narrative:
(B)(4). Batch #: v94e58. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic partial hepatectomy the ¿relax pressure on blade¿ alert screen was displayed by the generator. Then the titanium tip broke during wiping. Changed to another device to complete the surgery. There was no patient consequence reported. No additional information can be provided.